Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that the device and lead were removed due to infection. No further patient complications have been reported as a result of this event.